Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump and sensor. The customer states they received lost sensor. The customer states their sensor reading was 120mg/dl and blood glucose reading as 50mg/dl. The customer states they calibrate twice a day and had bent sensor cannula. The customer declined to troubleshoot at this time.